Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.